Event description:
(B)(4) study. It was reported that during a coronary artery treatment procedure the patient experienced a dissection. In (B)(4) 2008, the patient presented with chest pain with non st-elevation myocardial infarction and cardiac catheterization was recommended. The target lesion was located in the mid left anterior descending artery with 95% stenosis and was 16 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 24mm perseus study stent, with 0% residual stenosis. During the index procedure, post pre-dilatation with a 2.50 x 20mm maverick balloon catheter, a grade "d" dissection was seen. This was treated with the placement of a stent. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).